Event description:
It was reported that during testing, the external pulse generator (epg) was displaying elevated sensitivity readings. The caller stated that the previous epg they had tested had all parameters in range, ruling out a tester issue. The caller was advised that the epg was outside of its service life and would no longer be repaired. The current status of the epg is unknown. There was no patient involvement.